Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 17 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Two talent thoracic grafts were implanted during the procedure. Approximately 1 month ago, a retrograde thoracic dissection of the ascending aorta was noted; details concerning the patient's presentation at the time of the event are unknown. The physician elected to intervene by performing an open surgical repair, which successfully resolved the dissection. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4): results of evaluation: arterial trauma/dissection.